Event description:
In the evening reporter used a braun thermo scan plus to take their temperature. Reporter was not feeling ill. They had recently purchased it and their family wanted to see how it worked. Reporter went to bed and then some time in the early morning they woke up extremely dizzy, with vertigo every time they turned their head. Reporter's spouse had to help reporter to the bathroom. Reporter was afraid they would fall. With some difficulty they went back to sleep. The next day reporter still felt slightly dizzy, but they could go about daily activities. Reporter doesn't have any flu symptoms. Reporter thinks the braun instrument screwed up their balance in their inner ear.